Event description:
The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was later explanted for normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
Additional information was provided that the physician chose not to replace the device and the patient was being followed on a weekly basis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) due to a charge time (CT) of greater than 30 seconds. It was noted that the patient had never had any follow-up after implant due to the patient had moved. Boston scientific technical services (ts) was consulted and they discussed eol behavior and recommended replacement. No adverse patient effects were reported.